Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Event description:
Suspected faint pink line false positive sars result for 1 symptomatic consumer. The consumer communicated that they tested negative with other at-home rapid antigen testing the same day. An additional consumer event was also communicated which is captured on a separate report.